Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ischemia is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure in a mildly calcified right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a diagnostic angiogram of previous aortic stent. There was an angio done on the rcfa which showed a small rcfa, approx. 5-6 mm. Ultrasound guidance was used to visualize the foot plate tenting the anterior wall of the artery before advancing the needles. The plunger was depressed to place the sutures and the knot was advanced but not locked. The use of the suture was aborted as it was observed via ultrasound that the flow was low in the superficial femoral artery (sfa). The suture was cut, and a sheath was put in place. Ultrasound was used again to check blood flow at the access site and in the sfa. Access was obtained via the anterior tibial artery, a 5 fr tibial sheath was placed and catheter was then advanced to take an injection. The angio resulted in a narrowed area of the common femoral artery. An angioplasty was performed using a 5x40 balloon, followed by a 6x60 balloon which re-established brisk flow in the artery. Hemostasis was ultimately achieved with manual arterial compression. There was no adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided.